Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The homechoice rite electrical test failed rite - ground bond failed performance specification. Internal/external inspection found no issues. The product analysis lab found no issues with ground bond in the device. The cause for the failure of failed ground bond test was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.